Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: viatrac; inflation: priority pack 20/20 with copilot; sheath: shuttle select. Evaluation summary: the device was returned for analysis. The reported shaft separation was confirmed. The failure to deploy could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the emboshield nav6 was unable to be deployed in the region above the mildly calcified, mildly tortuous target lesion in the internal carotid artery. The delivery catheter (dc) was removed from the patient and it was found that the delivery catheter pod with filter had separated in the anatomy. The dc pod and filter were removed using the retrieval catheter. The procedure was completed without an embolic protection device. There was no adverse patient sequela. There was no additional information provided.